Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation did not confirm the reported problem of front panel blinking. The evaluation found the fuse inlet burnt; front panel mouth damaged; the olympus lamp light output measured out of range; a worn socket slider switch, causing intermittent use of high intensity mode; a previous version igniter and iris cable; lamp replacement deemed necessary. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel was blinking and the back light was broken. The problem, as reported to olympus, was identified during preparation for use there was no patient injury, associated with the problem, reported to olympus. This report is submitted due to the report of front panel blinking.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the blinking front panel could not be determined. The burnt fuse was caused by a power supply failure. Olympus will continue to monitor field performance for this device.